Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Products manufacturer reference number: 1627487-2021-01399. It was reported that the patient was not getting adequate therapy from the l5 leads. Reprogramming was attempted without success. As a result, on (B)(6) 2021 one l5 lead was explanted and replaced. Upon explant a fracture was observed. The patient has effective therapy post operatively. Since it is unknown which lead was replaced, both will be reported.